Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The analog pcb assembly was removed and was determined to cause the reported issue; however, further component level cause could not be determined. The customer received a replacement device. (B)(4).

Event description:
The customer sent their device in to physio-control in order to receive a technical service update (tsu). No issues were reported at the time of the service request.  There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio observed a service wrench was present and that the device was unable to detect that a test patient load was connected.  As a result, the device would not have been able to charge and shock if necessary.